Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced two shocks, received a vibratory notifier and presented to the emergency room. Upon review of ECG, the right ventricular lead exhibited loss of pacing. Chest x-ray was performed and revealed that the right ventricular lead was dislodged into the atrium. It was noted that the left ventricular lead could not be viewed on x-ray but there was extra lead coiled in the pocket. Device interrogation revealed the right ventricular lead was sensing in the atrium. Programming changes were successfully made. Patient presented to cath lab and the right ventricular lead was successfully repositioned. It was discovered that the left ventricular lead was not dislodged but was pulled taught. The physician advanced the left ventricular lead to add more slack. Twiddler's syndrome was suspected. Patient tolerated the procedure well and was stable pre, during, and post procedure.